Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that "I had a low heart rate and passed out". No further information could be obtained through follow-up attempts. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.